Event description:
It was reported that the reservoir may have had an occlusion and that the insulin pump alarmed no delivery. The customer did not know the blood glucose reading. She stated that she had been receiving several no delivery alarms the week prior and was now running out of supplied. She had already disposed of the reservoirs and advised that she would call back to provide the lot number associated with the supplies when possible. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of out knowledge.